Event description:
Upon placing a bard denali retrievable ivc filter, the filter did not deploy correctly. The doctor retrieved the malfunctioning filter and then placed a different bard denali retrievable ivc filter successfully.